Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Arthritis [arthritis]; could not walk [abasia]; knee swelling [joint swelling]. Case description: a spontaneous report was received on (B)(6) 2011 from an hcp (who is also the pt) with a history of osteoarthritis, who experienced arthritis, swelling (joint), and was unable to walk after starting synvisc. On (B)(6) 2011, the hcp reported the following: the hcp injected himself with synvisc on an unk date in (B)(6) 2011. On (B)(6) 2011, the pt experienced arthritis with swelling (joint) and he could not walk. The hcp washed the joint. At the time of this report, the hcp assessed the event of arthritis as non-serious and definitely related to the use of synvisc. The hcp stopped any further injections. The outcome was not reported. On (B)(6) 2011, additional info was received from the hcp. The hcp assessed the event of arthritis as serious. No further info was provided. On (B)(4) 2011, additional info was received in the form of qa results without a lot number. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.